Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and reservoir lip ring was came off. The customer¿s blood glucose level was 400 mg/dl. The customer stated that reservoir was not staying in place. Troubleshooting was done for high blood glucose and under delivery. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.